Manufacturer narrative:
Batch review performed on 5 march 2025: lot 2409253: (B)(4) items manufactured and released on 29/08/2024. Expiration date: 07/08/2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with two similar reported events during the period of review (the other case is related to MDR 2025-00210, reported by the same surgeon). Clinical evaluation performed by medacta medical affairs manager: xrays discussed with clinical department on (B)(6) 2025: xrays show that the screw is not completely screwed. No meaningful clinical analysis can be performed. It may be possible that the glenosphere was not correctly aligned and fixed during the primary surgery, but based on the information available no definitive root cause can be established, while the investigation does not indicate any potential manufacturing related issue or systemic deficiency.

Event description:
A not fully seated glenosphere screw was noted from post-operative xrays performed about 2 months post primary surgery. During the surgery, the glenosphere was inserted using the retentive glenosphere impactor over the flexible glenosphere guide. The torque limiting screw driver t15 3nm was used to screw the glenosphere screw into the baseplate. At the moment, there is no intention to perform an additional surgery.